Event description:
An implant card was received which stated that the patient experienced asystole during vns implant surgery. Manufacturing records were reviewed and confirmed both the lead and the generator passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the asystole occurred during implant surgery when two diagnostics tests were performed. Prior to the surgery the heart rate fluctuated between 40 and 50 beats per min (bpm). During the first diagnostic test the heart rate decreased to 30 bpm and during the second diagnostic test the heart rate dropped between 0-20 bpm. In response to the arrhythmia 0.5 mg of atropine was injected immediately as bolus during both events. The surgery was completed. The arrhythmias did not occur again following the initial surgery. Two system diagnostics were successfully completed and the results were noted to be fine.